Event description:
It was reported that the act button on the insulin pump is unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, belt clip slot, and minor scratches on the display window.